Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint from sweden alleges "a anesthesia doctor intubated the patient with glidescope. They immediately saw that the cuff was broken. They changes the tube with help of an tracheal tube introducer. And discover that this also is broken.(second event captured in companion report # 8040412-2017-00221) both tubes where tested before using it on a patient." Customer reports during the event, the "patient sank in saturation". Medical intervention reported. Patient re-intubated as per complaint text. Customer reports no injury to the patient.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and no defects were observed. The pressure of the cuff was then inflated to 25mbar using a calibrated endotest. The cuff deflated after 3 seconds. The sample was then immersed in water and bubbles were observed coming from the cuff. The area of leakage was identified on the cuff. Upon further inspection, a large cut mark in the cuff was observed. There is 100% leak testing that is conducted at the manufacturing facility; therefore, a defect of this type would be detected prior to release. The customer reported that the failure was found during use and not during pretesting of the device; therefore, it is most likely that the issue was triggered during use. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
Customer complaint from (B)(6) alleges "a anesthesia doctor intubatet the patient with glidescope. They immediately saw that the cuff was broken. They changes the tube with help of an tracheal tube introducer. And discover that this also is broken. (Second event captured in companion report # 8040412-2017-00221) both tubes where tested before using it on a patient." Customer reports during the event, the "patient sank in saturation". Medical intervention reported. Patient re-intubated as per complaint text. Customer reports no injury to the patient.